Manufacturer narrative:
Clinical review: based on the available information, there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to the performance of a fresenius device(s) and/or product(s) occurred. The adverse event was the result of human error and was unrelated to any malfunction or deficiency of a fresenius device(s) and/or product(s). Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the patient experienced an allergic reaction during their hemodialysis (hd) treatment. The patient has a documented allergy to the optiflux f180nre dialyzer which was utilized for this treatment setup instead of the prescribed optiflux f180nr dialyzer. Treatment began at 0654 with use of the f180nre dialyzer. At 0804 the patient noted to have shortness of breath and it was discovered that the patient was dialyzing with the wrong dialyzer. Treatment was interrupted. Oxygen was given. Treatment restarted at approximately 822 with the prescribed dialyzer. Treatment completed without complications. Patient was discharged to home alert and oriented. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation. No additional information was provided.

Event description:
It was reported to fresenius that the patient experienced an allergic reaction during their hemodialysis (hd) treatment. The patient has a documented allergy to the optiflux f180nre dialyzer which was utilized for this treatment setup instead of the prescribed optiflux f180nr dialyzer. Treatment began at 0654 with use of the f180nre dialyzer. At 0804 the patient noted to have shortness of breath and it was discovered that the patient was dialyzing with the wrong dialyzer. Treatment was interrupted. Oxygen was given. Treatment restarted at approximately 822 with the prescribed dialyzer. Treatment completed without complications. Patient was discharged to home alert and oriented. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Six lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There were one to multiple approved temporary deviation notice (dn) reported on five of the six lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.